Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionaire was not received. (B)(4).

Event description:
A technician reported that after an intraocular lens (iol) implant procedure, the pt had an unexpected postoperative astigmatic outcome. Additional information was received from the surgeon, who reported that the cause of the event is unk.